Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Patient data: born in (B)(6). Manufacturing site evaluation: we received the products decontaminated. Failure description - the provided pair of scissors are in used condition. Several black areas, scorches and residues can be found at the joint area, the cutting edges and points. Investigation - the investigation was carried out visually and microscopically. The investigation confirmed the scorches at the joint area, cutting edges and the points. Burn marks can be found between the joint and the cutting edge. Burn marks are caused by cracks due to overload in moisture remains. During coagulation process the moisture causes electric arcs which leads to the burning marks (carbonization) in question. Carbon is an electrical conductor and thus enhances the effect of burning marks in further coagulation processes. Batch history review - the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause- based on the information available as well as a result of our investigation the root cause is most probably related to an insufficient usage. Rationale - the cracks, which lead to the burning marks, were most likely caused by an overload situation, e.g. Leverage or torsion during application. To avoid damages of the instrument, the "safe handling and preparation" section in the instructions for use (IFU) should be observed: apply caution when using the instrument. Do not apply excessive force. Do not try to cut or remove any clamps or clips. Protect the instrument against knocks and impacts. Transport and reprocess the instrument only in the ceramics protector. Prior to each application, inspect the ceramic insulation of the instruments for missing parts and/or cracks. Prior to and after each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components.

Event description:
It was reported that there was an issue with the bipolar scissors. During a gallbladder procedure, small flames and sparks with smoke development was noticed around the jaw or blades. It occurred when using the bipolar scissors in combination with another instrument (erbe vio 3 hf). There was slight black discoloration on the gallbladder. Additional information was not provided. Associated products: 9610612-2019-00316 (this report - 1st scissor). 9610612-2019-00340 -2nd scissor.